Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided, as the reported serial number is deemed invalid. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc freestyle libre 2 sensor fell off during wear. The customer experienced unspecified symptoms of hypoglycemia and was unable to self-treat. The customer received ¿sugar¿ from both a healthcare professional and a non-hcp. The customer further reported being diagnosed with hyperglycemia however, no subsequent treatment was reported. There was no report of death or permanent impairment associated with this event.